Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after less than 1 day of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced loss of consciousness. After regaining consciousness customer experienced symptoms of chronic leg cramps and could not straighten legs. Customer was able to self-treat with a juice box and no third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after less than 1 day of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced loss of consciousness. After regaining consciousness customer experienced symptoms of chronic leg cramps and could not straighten legs. Customer was able to self-treat with a juice box and no third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Adhesive was not returned. If the adhesive is returned, a physical investigation will be performed and a follow-up report submitted. Therefore, issue is closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.